Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: 7. Strip code: 7. Strip storage: unknown. Symptoms: sweaty. A patient reported they were treated by the pt's doctor at a clinic. Their meter allegedly was inaccurately erratic. The result on their meter was 450 and 500 (no units). The result on the clinic meter was 195 (no units). The time difference between patient's meter and clinic meter was unknown. Treatment was a pill to lower blood sugar. No further information has been reported.